Event description:
The remb electric wire driver was sent for evaluation because it was leaking a darkish red fluid after cleaning. There was no patient involvement; no adverse event was associated with the device.